Manufacturer narrative:
(Stent embedded in tissue). The complainant was unable to provide the suspect device upn, catalog and lot numbers; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stents was used during an stenting procedure several months ago to treat esophageal cancer on a female patient. According to the complainant, the patient returned for an esophagectomy in 2009, several months post stent placement, to remove the cancerous portion of the esophagus. The stent was found to be embedded in the esophagus very close to the patient's aorta. During attempts to dissect the stent during the esophagectomy, the patient suffered a fatal hemorrhage. An autopsy was performed. The patient presented with diffuse infiltrating metastatic disease into the tissues in and around the aorta that resulted in severe adhesions, tissue plane breakdown and the fatal hemorrhage at the time of surgery. Additionally, the complainant indicated that although he has not looked at the autopsy report, the event does not appear to be a stent related death issue.